Manufacturer narrative:
(B)(6) is the trained customer technician. He found the blood pump roller latch that holds the blood pump roller onto the shaft of the blood pump to be worn and has replaced the latch and confirmed proper operation of the machine then returned into service. The replacement of the latch on the blood pump roller and the functional check of the machine performed by the customer technician. A batch review was performed by reviewing the incoming certificate and it was verified that the device complied with the specifications upon receipt. A historical review, dating back three years, was performed on the product code and revealed no other reports of this nature against the reported p/n 710500k. All available information was forwarded to b. Braun avitum ag for analysis. Avitum's response will be reviewed and added to the file when received.

Event description:
As reported by the user facility: customer reported that the blood pump roller came out of the blood pump housing creating an alarm "blood pump door open" a patient care technician pushed the roller with the tubing back into the blood pump housing to continue the treatment. The tubing got caught between the housing and roller and cut the tubing causing a blood spill of approximately 150ml. The treatment was ended and the patient left the dialysis unit alert and ok.